Manufacturer narrative:
Device manufacture date: january 24, 2018 ¿ january 26, 2018. The actual devices were not available; however, a photograph of the samples was provided for evaluation. Visual inspection of the photograph revealed that the bladder had ruptured on all eight (8) of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of eight (8) small volume intermates ruptured. The ruptured bladders occurred during the compounding stage with 0.9% sodium chloride and before patient use. There was no patient involvement. No additional information is available.